Event description:
No additional information was provided.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: date of report. UDI, expiration date. Date received by manufacturer. Additional 510k number: k101880. Checked "follow-up". Checked follow-up type. Device evaluation checked "yes". Device manufacturer date. Entered evaluation codes. Added manufacturer narrative. The implant and a non-zimmer tool were returned. However, the reported screw fracture could not be verified. The implant drive feature could not be inspected for the presence of screw remains since the tool was stuck. Based on the evaluation, the reported malfunction could not be verified. DHR review for the lot had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Additional 510(k) number is k101880.

Event description:
Doctor reported that the coping screw broke during placement of tsvtwb11 implant. Doctor was unsure if all of the screw came out of the implant. Doctor removed the implant and was able to complete the procedure placing a new implant that day. Tooth site #14.